Event description:
It was reported that during a laproscopic colon resection, the device could not be activated by the hand button, it only worked with the foot pedal. This later worked intermittently. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.